Event description:
A customer reported to baxter (B)(4) an intermate in which a leak was observed. According to the report, the intermate had a broken line and the device leaked despite being clamped. The device was filled with normal saline. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak caused by broken tubing was confirmed. Visual examination of the unit noted that the tubing was cut. The surface of the cut on the delivery tubing was smooth (rather than jagged). The exact root cause of the reported condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.